Manufacturer narrative:
Investigation summary: customer returned (10) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 6242596. Customer states that the cap is missing. All returned syringes were examined and one sample exhibited a missing shield. A review of the device history record was completed for batch# 6242596. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as a manufacturing issue as the sample was returned in an open poly bag. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the cap was missing from the syringe 0.3ccm 29ga 12.7mm 10bag/500 ap before use, compromising its sterility. The following information was provided by the initial reporter: "missing cap no cap attached into the syringe".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cap was missing from the syringe 0.3ccm 29ga 12.7mm 10bag/500 ap before use, compromising its sterility. The following information was provided by the initial reporter: "missing cap no cap attached into the syringe."